Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right atrial (ra) leads experienced threshold that has stayed on a higher voltage, despite being placed in the atrium. The physician looked for alternative positions and checked the lead several times via x-ray, to no avail. The physician questions if there is a problem with the steroid on the tip of the lead. The ra leads remain in use. No patient complications have been reported as a result of this event.